Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va347hu implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4). B3.date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed in the last few days or week, they are not making it to the toilet, they have been having bladder accidents and are going again 10 minutes later but they know they do not have a bladder infection, normally, if they have a uti, they have a burning when they go to the bathroom but they are not experiencing that, they have been trying to drink more water than normal and they are wondering if that is what is causing something to throw something off balance and asked if they should raise their amplitude. Reviewed implant education information and offered to assist pt to make a therapy adjustment, however, pt said their communicator was dead and was unable to find the cord during the call. Reviewed cord replacement information. Redirected to their doctor. Pt said they had worked with their hcp in the past but also saw a doctor in green bay. Additional information was received from the patient (pt). They reported that their program is not working and need help on finding the right program. Patient requested assistance changing programs. Agent walked patient through connecting to ins and patient changed programs and increased stimulation to a comfortable level during the call. Patient mentioned that for awhile they had issues with their bowels w here they would lose control and have accidents and they are going to have a colonoscopy to see why. Patient stated that when they get the urge to go they have to get there quick or they will have an accident. Patient also mentioned being really sore or stiff after getting implant placed, but patient did not specify which implant. Patient called back to report that they continue to experience issues with urinary urgency. The patient said they were urinating every 5 minutes. The patient mentioned that changing programs did not resolve their symptoms. The patient said they need a drastic measure taken to get their symptoms under control, and they don't think they are willing to keep trying other programs because of how significant the urinary urgency has been. The patient was redirected to their hcp to further address the issue. The patient said they will call their hcp today. Additional information was received from the patient. They reported that they were having a very serious problem with the stimulator. The patient confirmed they were having a return of symptoms. The patient said that it had been going on for years out and it was ongoing from there. The patient said that they already increased and changed programs but it was not working and they were trying to do that anymore because it didn't do anything for them anyway. The patient said they had an appointment with their healthcare provider (hcp) on friday (B)(6) 2026 in (B)(6) at 02:30pm and see if they could do it virtually or if the manufacturer representative (rep) could be there in person. The agent informed the patient they would email the rep to notify them about their upcoming appointment. The patient said to tell the rep that they would make a surgery as soon as possible as this because they would not go through anymore programs and they had dealt with it way too long. The patient said they were going to the bathroom every 2 to 3 seconds and they had a job that they couldn't keep running to the bathroom 4 to 5x a day. The patient said they couldn't live like this anymore. The patient called back and repeated information from the previous follow-up note regarding the need to urinate every 2-3 seconds, and how they thought the lead was not in the right place because of their ongoing symptoms. The patient would like a surgery to correct the issue, and they would li ke a rep to be at their appointment this friday at 2:30 pm. The agent reviewed that a message was already sent to the field. Additional information was received from a manufacturer representative (rep). The rep reported that they had been in contact with this patient's provider. They would be seen on friday (B)(6) 2026.